Event description:
The customer was hospitalized twice for low bgs. It was reported that the doctor had downloaded the pump had 20u that the customer did not program. A replacement pump was requested.